Event description:
It was reported that during a mitraclip procedure on (B)(6) 2013, one clip (1026060530) was placed in the center of the mitral valve and the functional mitral regurgitation (mr) grade was reduced from 4 to 1. Before deploying the clip, the gripper line removability test was performed and with increased flushing, resistance was felt. After a few trials, the gripper line was free to move, but with more resistance than usual. Just before beginning the final arm check, the mr grade worsened from 1 to 3-4. It was decided to reopen the clip and try to grasp the mitral valve leaflets again. As the gripper lever cap, the o-ring and the line protectors were already removed, the grippers were moved up and down by pulling the gripper line with a surgical clamp. After 2-3 grasping attempts without good results, the grippers did not respond correctly and it was difficult to drop them in downward position. The clip delivery system (cds) was removed from the anatomy without difficulty and exchanged for another cds (1027667507). After the first cds was removed from the anatomy and before the second cds was inserted, a flail was observed. The flail was not present prior to the procedure. The second cds was placed over the newly created flail. The mr grade improved slightly, but after deployment of the clip, the mr grade returned to 4. Another clip (10276675/05) was deployed (after 3 different grasping attempts) lateral to the previously implanted clip, but the mr grade remained 4. There seemed to be a jet originating in the middle of the anterior leaflet, but due to the severe mr with a big origin and turbulence, the transesophageal echocardiogram imaging could not confirm the cause of the jet.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the cause of death was terminal heart failure. Per the physician, the mitraclip device did not cause or contribute to the death, but the mitraclip procedure did contribute to the death.

Manufacturer narrative:
(B)(4). Estimated age, reported as born in (B)(6). Event description continued: no tearing of the leaflet was detectable with the 2d or 3d echocardiogram imaging. The physician was unable to confirm if the jet in the middle of the leaflet occurred during the use of the 2nd or 3rd clip as the jet was not immediately identified. The procedure was completed with the implantation of 2 clips and the mr grade was still 4 (severe). The patient was hemodynamically stable (blood pressure 125/75 and heart rate 70). The patient was moved to the post operative intensive care unit and was extubated three days post procedure. Due to the unchanged mr grade, the patients diuretics and inotropes were increased. Post procedure, although a tear in the anterior mitral valve leaflet could not be confirmed on the echocardiogram, the physician is highly suspicious that the jet seen in the middle of the leaflet was caused by a tear. Hospitalization had been prolonged due to clinical conditions and pending a decision about possible surgical. However, the patient expired on (B)(6) 2013 at approximately 9:00 pm. The cause of death was not reported. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The clip delivery system (lot #1027667507) referenced is being filed under a separate medwatch MFR number. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for difficulty to remove the clip, or in difficulty in opening / closing the gripper arms, are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique, and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements, including verification that the clip and its components functioned as expected. There were no nonconformances identified for this lot that would have contributed to the reported event. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that there was no difficulty in opening / closing the gripper arms during actuation of the gripper lever during functional inspection. With regards to user technique and/or procedural conditions, the initial resistance felt during the gripper line removability test may have been due to unidentified interactions between the gripper line and the lumen coils in the cds device. In this specific case, manipulation during insertion of the cds device and during positioning may have caused bundling of the gripper line which, upon attempting the gripper line removability test, may have increased resistance; however, this cannot be determined. With regards to the reported difficulty to open / close the gripper arms, it is possible that manipulating the gripper line using surgical clamps may have introduced additional tension forces not normally experienced when the gripper line is retracted using the gripper lever; this subsequently may have resulted in the loss of gripper arm functionality and control if the sutures had been damaged during the handling process. As the device is not being returned for analysis, a definitive cause attributing to the difficulty in removing / opening / closing the gripper arms could not be determined. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, the cause for the difficulty in removing the gripper line, or the cause for the difficulty in opening / closing the gripper arms could not be definitively identified. There does not appear to be any evidence of a product quality deficiency associated with the device. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known potential complication associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device.